Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to replicate the reported issue and replaced erbe to resolve the issue. The system was tested and verified as ready for use. Isi has received the erbe, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the integrated electrosurgical unit (iesu/erbe) faulting during energy activation. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found errors c-82, 1-87 and c-71 on the erbe. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) was returned for failure analysis, and the reported failure was confirmed and reproduced. The iesu was placed on an in-house system and run in normal mode. The iesu triggered the m-02-3 error on start-up.